Manufacturer narrative:
Ctl amedica is in the process of reviewing potential MDR's from previous years, as part of due diligence to stay in compliance. This incident from 2019 was not submitted as an MDR, but after review it was decided that it should be submitted. Therefore, this report is being submitted on 12/04/2024 retrospectively for the incident in 2019.

Event description:
The patient was being treated for grade 2/3 spondylolithesis at l5. A tlif cage was being inserted into the l5-s1 level. After inserting the cage, the surgeon hit the inserter with the implant attached about 3 times before removing the inserter. When the inserter was removed, the surgeon noticed that part of the implant had broken and was still attached to the inserter. The surgeon used rongeurs to remove the rest of the implant still inside the disc space.